Event description:
It was reported that the micro oscillating saw overheated during a routine equipment eval at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the bearing on the eccentric shaft was broken and that the bearings were corroded. The presence of worn and corroded bearings is likely to cause or contribute to the handpiece heating up.